Event description:
It was reported that a customer experienced alarm 2 and alarm 26 related to an occlusion event that occurred earlier in the day and multiple times over the past two weeks. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. Additionally, cts planned to complete a pump system check to address the reported alarms.